Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's daughter that her insulin pump alarmed asking for the customer to input blood glucose levels. Customer states that she had a leak with an infusion set. Also, customer stated she threw away packaging for set and no information was available. Advised customer to troubleshoot problem but customer stated she had changed the entire infusion set and that had resolved issue. Customer's blood glucose level was 584 mg/dl. Advised customer to not treat for high blood glucose level until glucose level has dropped to 200 mg/dl and then to recalibrate. Nothing further reported.